Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of mesh torn.

Event description:
It was reported to boston scientific that during a sacrocolpopexy procedure using an upsylon device, the mesh was torn. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.